Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was trying to connect the c-arm to the navigation system. There was no connection and no green lines. During the 1st call it was founded that the c-arm configuration was left empty. During the last checkout the reconfiguration was done by phone and the site was able to do the planned surgery successfully. However, the customer called a 2nd time stating the same issue again. Several test have been done to check the connectivity and configuration with no success. Troubleshooting included 2 different video cables and changing the "pal< -->ntsc" options. No patient was present at the time of the event.